Event description:
It was reported that the patient presented in hospital with a pulmonary embolism. The patient was prescribed medication; however the patient developed cardiac tamponade and pericardiocentesis was performed. The patient again presented to the hospital on (B)(6) 2017 with pericardial effusion; another pericardiocentesis was performed. Upon opening the pocket a clot was found around the atrial appendage and it was noted that the atrial lead had perforated the heart. The lead was explanted on (B)(6) 2017 successfully with no complications. The patient was sent home in stable condition.